Manufacturer narrative:
Upon completion of the investigation into this event, a follow up report will be submitted. E1 - initial reporter - (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was patient involvement, but the pump was switched out and there was no harm.

Manufacturer narrative:
Updated fields: b4,d10,e2,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields:e3, e1(event site name),g2. A getinge field service engineer (fse) evaluated the unit, but could not duplicate the reported malfunction. The unit pumped on a 40cc balloon and patient simulator with no errors. The unit passed all functional, safety, and electrical tests to factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (component codes).

Event description:
N/a.